Manufacturer narrative:
Other text: investigation completed on a smiths medical tracheostomy/silicone - bivona tubes neo/ped received a sample from two p/n 67sp040, l/n 3763982 and p/n 67sn035, l/n 3949041 were testing following IFU instruction. The pressures : 44.11% and sample 2:42.10%. These results are over 33.3% that is the minimum acceptable. Based on the test, the units are within spec. The complaint is not confirmed. The complaint was not confirmed.

Event description:
Device evaluation completed and summary in h 10.

Event description:
It was reported that cuffs on smiths medical trache tubes are not inflating and seeming to stick to one side. Takes a lot of manipulation and sterile water to inflate the cuff. No adverse patient effects were reported.